Manufacturer narrative:
One sample was returned for evaluation contained in a plastic bag without its original unit pack. Visual examination shows that the returned unit was contaminated. An attempt made to inflate the returned unit. The returned unit was immersed in water and air was passed through inflation system. Leakage was noted from three locations along the inflation line. The inflation line is severed to approximately half of its outer diameter. The slits in the inflation line are clean cut. The distance between the slits is 0.7mm and 0.8mm along the inflation line. This type of damage is indicative of contact with a sharp utensil. The reported defect can be detected on the unit returned for evaluation. The most probable root cause is the inflation line came in contact with a sharp object. All of the product undergo a four hour inflate/deflate test and it is at this stage of the process that any defects are removed from the lot. The unit returned for evaluation would not have passed this inspection. Information received from the customer confirms that the unit was tested prior to use. Please refer to our ¿instructions for use¿ under the section ¿warnings / precautions (cuff-related):¿ where it states ¿as these devices may have been subjected to handling, storage conditions, or preparation which compromised functional integrity, test the cuff and valve assembly by inflation prior to use. If dysfunction is detected in any part of the inflation system, the unit should not be used¿. Information has been added to the database and trends will continue to be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had low pressure alarm generated during breathing management. There was a feeling like the cuff did not inflate. Reintubation was performed.